Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the suspect device. While evaluating the device, the fsr experienced circuit occlusion alarms and was unable to calibrate the pressure transducers. The device will need a replacement gas delivery engine and is currently awaiting a replacement be delivered so the repair can be completed. Upon the completion of the repair and evaluation, a supplemental report will be submitted.

Event description:
The customer stated that the ventilator was on a patient and switched to nppv mode and the unit would not trigger breaths correctly and the patient's oxygen level desaturated to 46%. The patient was removed from the ventilator, manually ventilated, and was placed on a back up ventilator with no permanent harm or injury.